Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with slightly over 300 units of insulin. The customer's blood glucose level was 157 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate. Recommendation was made to not load the cartridge with more than 300 units of insulin per pump labeling instructions.